Manufacturer narrative:
Medical records were provided and reviewed by the post market clinical staff and physician. The pt is a (B)(6) male dialysis pt with history of end-stage kidney disease, mellitus diabetes, hypertension, renal failure, and CABG. Pt had a renal transplant possibly in 2009 and started hemodialysis in 01/2008. The latest labs on record of (B)(6) 2010 indicated bicarb of 24 and k 3.9 to be within normal value levels. Based on the info received, pt's medical history, hospital records and certificate of death; the pt had several comorbidities contributing to his demise. Pt with a failed kidney transplant, initiated on hemodialysis for renal replacement therapy, was found unconscious and in ventricular fibrillation during his treatment on dialysis. The leading cause of v fib is cardiac disease. At this point, there is no indication of anything unusual during the hemodialysis treatment prior to this event; there is no history of device malfunction or products out of specification. Upon arrival, pt received bicarbonate, which is the standard medical procedure to the acidosis in pt on dialysis and/or in cardiopulmonary arrest. The certificate of death indicated cause of death was coronary atherosclerosis with diabetes mellitus as the significant contributing condition. A manufacturing review was performed of the products shipped to the dialysis center during a six (6) month time frame (10/11/2009 - 03/03/2010) for potential formulas and lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one event reported on the same pt involving six separate products and associated with mdrs #: 2937457-2013-00189, 1225714-2013-01048, 1225714-2013-01049, 8030665-2013-00595, 1713747-2013-00427, 1713747-2013-99944.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving six separate products; associated MDR numbers: 2937457-2013-00189, 1225714-2013-01048, 1225714-2013-01049, 8030665-2013-00595, 1713747-2013-00427, 1713747-2013-99944.

Event description:
The additional information alleges the patient arrested due to alkalosis or elevated bicarbonate levels. Automatic external defibrillator was administered and shock was given. Patient had no pulse for at least 12 minutes before he arrived at the emergency room.

Event description:
The following is based on the medical records provided by the pt's attorney: it was reported the decedent was in dialysis on (B)(6) 2010 and approx 1 hour into dialysis treatment, the decedent arrested and passed out. CPR was administered. Cardiac rhythm was in ventricular fibrillation. Decedent was taken to the hospital and pronounced dead at 8:40 a.m. On (B)(6) 2010: on emergency medicine for renal failure and dehydration. On (B)(6) 2010: pt was transferred to the hospital with symptoms of renal failure and possibly allograft kidney rejection. Pt is presenting with likely kidney rejection secondary to not taking immunosuppressive. Discharged (B)(6) 2010. On (B)(6) 2010: vital signs recorded pre/post dialysis treatment, bp sit: pre 108/47-post 95/68, bp std pre: 98/47-post 0/0. Pulse pre: 75-post 112, temp: pre 97.6-post 0.0. Hd treatment flow-sheet date:(B)(6) 2010; formula:2k 2.25 ca bicarb 38. Access type: av fistula (right brachial artery) certificate of death revealed extensive myocardial fibrosis. Consistent with remote myocardial infarct variable hypertrophy or myositis, calcific coronary atherosclerosis. The cause of death was coronary atherosclerosis and diabetes mellitus as the significant contributing condition.